Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump was alarming for occlusions during boluses resulting in a blood glucose up to 33 mmol/l. The reporter indicated that the issue occurred right after changing the supplies were changed. Troubleshooting indicated that the cartridge had increased resistance to manual priming. The reporter was advised to replace the cartridge and the patient was able to deliver a bolus to correct for the blood glucose levels. The reporter confirmed that there were no issues with bent cannula. This report is made based on the allegation that the patient experienced hyperglycemia while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Use error contributed to the event. The reporter indicated that the pump was alarming to alert the user of occlusions. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/28/2013 - device evaluation: the cartridge has not been returned but a retained sample was evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the cartridge passed visual inspection and the fill test. A leak test was performed and the cartridge was found to be leaking from the first o-ring on the plunger and out the vent hole. There was no defect found.